Event description:
It was reported when using the bd vacutainer® urine complete cup kits, the device experienced dry soap towelettes. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: it was reported that their are cuts inside the kits that are making the wipes dry, therefor defective. " one of the northside departments opened a kit and the wipe inside the kit has a cut package. She said appears that all of the kits in her case are defective. This has resulted in the wipes being dry. The outside of the product has not been compromised, so it appears to have happened at the manufacturing level. " complaint rationale ¿ based on the information provided, our conclusion is that the device cited meets our criteria of a complaint ¿refer to complaint determination decision tree (nassc-rcc-007).

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to open wipe packages/dry wipes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure mode of open wipe packages/dry wipes based on the retention samples. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® urine complete cup kits, the device experienced dry soap towelettes. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: it was reported that their are cuts inside the kits that are making the wipes dry, therefor defective. " one of the northside departments opened a kit and the wipe inside the kit has a cut package. She said appears that all of the kits in her case are defective. This has resulted in the wipes being dry. The outside of the product has not been compromised, so it appears to have happened at the manufacturing level. " complaint rationale ¿ based on the information provided, our conclusion is that the device cited meets our criteria of a complaint ¿refer to complaint determination decision tree (nassc-rcc-007)

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.